Manufacturer narrative:
Block h6: impact device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that, during preparation for a lithotripsy procedure a percuflex plus ureteral stent was used, it was noticed the stent was broken off. The procedure was completed using an alternative device. No patient complications were reported. This report is one of two complaints that pertain to the same event (MFR. Report# 2124215-2024-50426).

Event description:
It was reported that, during preparation for a lithotripsy procedure a percuflex plus ureteral stent was used, it was noticed the stent was broken off. The procedure was completed using an alternative device. No patient complications were reported.

Manufacturer narrative:
Block h6: impact device code a0401 captures the reportable event of stent shaft break. Block h11: correction: the event reported under MFR report # 2124215-2024-50426 was sent in error. Additional information was received from the complainant, reported that only one stent was used in the procedure. Therefore, MFR. Report # 2124215-2024-50427 will address the reported malfunction of stent kinked.